Event description:
It was reported that during a vaginal repair anterior and posterior procedure; when being used during the final part of the procedure, when fired it will not open and completely articulated. The procedure was completed using same this device. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: on the last firing, left sacral ligament, the device cut and sealed the tissue. Then the device would not open. Device was not needed any more for this procedure, it was the last firing.